Manufacturer narrative:
The insulin pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump received with normal operating currents. No unexpected low battery alarm noted. However, unexpected power loss alarm, replace battery alarm and replace battery now alarm noted in the pump history due to connector resistance. The loaded voltage (loaded vlith) display at the power management graph tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on connector board, the insulin pump was monitored and functioned properly. The insulin pump was received with detached reservoir tube retainer, scratched case and minor scratched lcd window.

Event description:
The customer reported via phone call that they had low battery and died battery. The customer¿s current blood glucose level was unknown at time of incident. The customer stated that the battery died and it was several hours before changing it and the beeps that my battery was about to die again. Customer was calling back after previously completing low battery troubleshoot within 1 week. The customer advised that the pump will need to be replaced and was advised to refer to back up plan per healthcare professional instructions. The insulin pump was returned for analysis.